Event description:
Pt admitted to hospital for removal of right ruptured silicone gel breast implant. The implant showed evidence of long standing rupture. The shell was barely identifiable. The implant was filled with thick yellowish gel which was very fluid and was removed by suction. Left breast implant intact but removed. Original gel breast implants were placed in 1987. Unknown MFR.